Manufacturer narrative:
A steris endoscopy review of the trufreeze system console log confirmed normal operation. The disposable catheter was not returned by the user facility to steris endoscopy for evaluation. The instructions for use include the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area." A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported a pneumothorax was detected following a spray cryotherapy procedure which included use of the trufreeze system. A chest tube was placed to treat the pneumothorax and the patient recovered.

Manufacturer narrative:
Through follow-up with user facility personnel, steris endoscopy learned that the patient was being treated for a stenosis. During the procedure the patient became bradycardic and an intra-procedure x-ray was performed with no signs of pneumothorax. The patient returned to baseline and user facility personnel continued to complete the procedure with no further issues noted. Following the procedure on the same day, pneumothorax was detected on an x-ray. A chest tube was placed to treat the pneumothorax and the patient recovered. A steris endoscopy review of the trufreeze system console log confirmed normal operation. The instructions for use include the following warnings and precautions: "the physician should carefully consider patient eligibility for cryospray ablation (i.e., cryosurgery and associated gas pressure), including patient presentation, medical history, comorbidities (e.g., copd, cad), and prolonged use of steroids that may reduce the patient's tissue compliance and tissue strength affecting their ability to tolerate cryospray. Any therapy or procedure compromising the integrity of the tissue, specifically in or adjacent to the targeted ablation area." Steris endoscopy offered additional consultation and in-service training to the user facility; however, the user facility has not responded to these offers. No additional issues have been reported.